Manufacturer narrative:
(B)(4). Batch # p9306n. The following information was requested, but unavailable: can you confirm if the device was feeding the clips sideways into the jaws? If yes, were unformed clips falling out of the jaws? Or were clips fired (deployed) out of the jaws sideways (meaning malformed)? If yes, was one leg of the clip longer than the other (malformed)? Device analysis: the analysis results found that the el5ml device was returned with 2 malformed clips in the jaws. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip and the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damage causing the lockout failures. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported the clips came out the side of the device. There were no patient consequences.